Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2011, the surgeon was unhappy with the direction of insertion of the proximal femoral nail a (pfna) blade. The surgeon removed it from the patients femoral head using the removal driver. He then attempted to remove it from the removal driver to reinsert the blade, but he could not take the blade out from the removal driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation of the complained device by our product development engineer showed that the end cap is twisted and therefore jammed into the sleeve. There is evidence that the user turned in wrong direction during removal procedure. It is important to know that the blade has a left turned thread. Because of that the system is jammed. Reviewing manufacturing and material document shows no deviation to the specification.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Contact office: first and last name was corrected to (B)(4).